Event description:
It was reported to philips that the system was unable to power on. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Remote service engineer (rse) confirmed that report remotely and found system unable to power on. Upon troubleshooting, rse suspected a fault with the ip pc's power supply. The field service engineer (fse) visited the site and reviewed log file and found that there is malfunctioning frontal ip-pc. The cause of the ip pc failure determined by the supplier's part analysis that the power supply unit not responding. To resolve the issue, fse replaced the ip pc and hard disks. After the replacement of ip pc and hard disk, the system was working as intended. The codes were updated based on the investigation outcome.